Event description:
It was reported that the pt was implanted on (B)(6), 2011. At this surgery, the electrode array was not inserted into the cochlea. The position of the electrode was later confirmed by the clinic through imaging. Testing of the implant was within regular parameters. The pt was re-implanted on (B)(6), 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.